Event description:
The facility representative contacted a technical service representative to report an infuso.r. That is "making a noise it usually does not make". This event occurred during programming/setup in biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. (User interface module master software version is - ).

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "making a noise it usually does not make" issue was confirmed and reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer.